Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with anterior repair due to sui and cystocele. It was reported that the patient underwent mesh implant on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, vaginal scarring, other painful intercourse, injury to husband during intercourse,and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2008. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.